Event description:
Patient underwent high risk re-operation for a re-replacement of the aortic valve. "Redo sternotomy and redo aortic valve replacement" with a 25 mm porcine bioprosthesis. When the previously placed valve was identified, it was found to be "very calcified and stenotic, as well as thick, which was accounting for its regurgitation." Pt. Was discharged home approximately 11 days later with appropriate orders for follow up CT scan in 4 weeks, PICC line care, IV antibiotic therapy and home care services.this patient has a history of a murmur since childhood, 80-pack-year smoking history, 4 drinks per day beer and wine consumption, and cad. Approximately 5 years ago, left main and 3 vessel disease was found on CT, and critical aortic stenosis on echocardiogram. Pt had an aortic valve replacement with a 23 mm pericardial bioprosthetic tissue valve; a CABG graft x 3 with a lima to the lad, and a vein graft to the obtuse marginal, circumflex and right coronaries. An allergy to heparin was also discovered around the time of the first aortic valve replacement. Pt had very significant coagulopathy at the end of the procedure, requiring reopening in the surgery with no obvious surgical bleeding. The pt required multiple transfusions. Approximately 4 years agao pt developed symptoms of recurrent dyspnea on exertion and some chest discomfort. Pt developed diabetes & chf. He recently had an mi and was placed on plavix. Work up revealed severe aortic stenosis and moderate to severe aortic insufficiency with patent grafts and an ejection fraction of 50%. Pt. Was found to have a very high gradient across the artificial valve and a narrow area with severe aortic regurgitation and aortic stenosis. The pt chose to have another attempt at a tissue valve since pt did not want to go on coumadin.======================manufacturer response for removed aortic valve; 23 mm pericardial bioprosthetic tissue valve:======================they are interested in having the valve returned to them, but I must first obtain the written permission of the patient.